Event description:
"The customer reported that the nurse practitioner was injecting the patient with botox when the needle attached to the botox syringe malfunctioned, causing botox to squirt out around the hub of the needle, resulting in the loss of botox and botox going to patient's eye. Nursing contacted the pharmacy and optometry and washed out patient's eye per their recommendation. An extra 50 units of botox had to be drawn up to replace the botox that was lost. 25 units were lost."